Event description:
Pt received massive heparin bolus. Medical intervention necessary to prevent life threatening injury. Pump set at 9 cc/hr but ran at 900cc/hr. Each time the pump rate set and pump turned back on would reset to 900 cc/hr.